Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, sureform60 engagement issues were noted. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called in off-site to report that he was notified that in a case earlier today the surgeon was having issues with two staplers from lot number: l11220718. After two staplers failed, the surgeon was frustrated and decided to convert to laparoscopic. The isi technical service engineer (tse) reviewed with csr the latest steps for recovering from engagement issues. The procedure was converted to laparoscopic. Isi followed up with the console surgeon and obtained the following additional information: the first stapler device gave an instrument engagement error message that prohibited further progression during the safety check. When the second stapler cartridge was loaded onto arm #2 using the same stapler instrument and the same robot arm as the first firing. They installed different reloads and it continued with the same error message using the same stapler. The drape was separated from the arm and reapplied several times to assure it was not contributing to the error. Another instrument was loaded onto the same arm to try and isolate the device vs the robot and the other instrument completed the instrument check without difficulty but the surgeon did not return to the console to see if that instrument would respond appropriately to console inputs. We then opened another stapler assuming the issue was with the stapler instead of the robot arm and tried several of the blue reloads but got the same message until we got one to pass the safety test after manipulating some of the circular buttons / wheels on the robot arm before docking the instrument. But, when the surgeon took control of the stapler, it did not respond appropriately to his inputs and appeared spastic and hyper-responsive therefore the surgeon abandoned the robot and converted to a purely laparoscopic completion of the case using traditional ethicon staplers. There was no injury or harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler sureform 60 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed through error logs the customer reported complaint of "stapler wheels not aligning with wheels on instrument drape". Review of dsp engagement logs showed the instrument failed to engage on (B)(6) 2022, using system sk4948. Error 22020 occurred stating ¿engagement failure - roll axis¿. This error indicates a potential high friction with motion. The instrument was placed on xi system arm and recognized and engaged the instrument on 3 consecutive attempts. No error messages occurred. The instrument was driven on an in-house system, and the instrument was able to move intuitively with full range of motion in all directions. The grips opened and closed properly. No errors occurred during in-house testing. Failure analysis found the primary failure of functional test - engagement failure to be related to the customer reported complaint. A review of instrument log was performed. Per the review, the stapler sureform 60 instrument was last used on (B)(6) 2022, on system sk4948. The stapler sureform 60 instrument (part: 480460-09/l11220718 0084) has 0 uses remaining after last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the stapler sureform 60 instrument moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.